Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Associated device, battery / (B)(4) / model #1650 / UDI#: (B)(4), device available for evaluation: yes, device manufacture date: mfg. Date: 11/30/2017, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery was not charging. The battery was replaced. It was further reported on (B)(6) 2018 that the site had initiated a complaint on this battery but were not aware of the pump stop events. Routine log files were downloaded and the alleged battery was connected to the controller at the time of the pump stop event. The patient later communicated back to the site that the pump stop was because the patient accidentally double disconnected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the battery (bat588226) was returned for evaluation; the controller (con313527) was not returned. Various ana lyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. Log file analysis revealed that the controller (con313527) contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed a controller power up and motor start event on 02/22/2018, at 17:52:38. The data point prior to the controller power up, logged at 17:43:17, revealed that bat588210 was connected to power port one (1) with 99% relative state of charge (rsoc) and bat588226 was connected to power port two (2) with 48% rsos. The data point after the controller power up event, logged at 17:53:11, revealed that an ac adapter connected to power port 1 and bat588226 connected to power port two (2). The patient was without power for 17 seconds. As a result, the reported non-charging and pump stop events were confirmed. The most likely root cause of reported not charging event can be attributed to an over-voltage fault detected by the analog front end (afe) integrated circuit. The most likely root cause of the reported pump stop event can be attributed to a disconnection of both power sources, as indicated in the event details. There is an internal investigation to capture events involving the controller losing power. Other associated device(s): d4: battery / bat588226 / model #1650, h6: method code: FDA 4112, conclusion code: FDA 4307. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure analysis of the battery revealed that the device passed visual examination but failed functional testing. D4: battery / (B)(4) / model #1650 h6: device code: FDA 2885 result code: FDA 131 method code: FDA 10, FDA 23, FDA 38, conclusion code: FDA 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.